Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified dwell cycle of peritoneal dialysis therapy. There was solution noted on the table and on the cassette, but the bags were dry. The source of the leak could not be determined. The patient started therapy over with all new supplies to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.